Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The cartridge product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol passed through the cartridge with difficulty. The piston of the injector entered inside the folded lens and the haptic tear was revealed when the iol was in the anterior chamber. The iol was removed and replaced. Additional information has been requested.